Event description:
The enclosed document is our monthly report for complaints received by lifescan, inc., regarding counterfeit lifescan device(s) (glucose test strips) for the month of december 2012. The spreadsheet lists complaints by strip lot number and contains line-item listings for each complaint by product issue (pi) #, alert date, product name, lot #, adverse event or malfunction (brief description included), and country where the complaint originated (USA or non-USA). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).